Event description:
The patient contacted baxter's technical service center regarding feeling over filled, which occurred on the homechoice pro (hcp) after use. The patient stated, he was off the hc and feels overfull. The technical service representative (tsr) advised the patient to connect to manual bags. The patient does not have manual bags. The tsr advised the patient to either try hooking back up to the hcp or go to the emergency room. The patient stated, he wanted to try hooking up to the hcp. The patient was going to hook up to the hcp and call back. The patient would call back after he reconnected with a new set up. The patient called back and drained out 3246ml. The patient's largest prescribed fill volume equaled 2000ml. This met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported event. The rn stated she was aware the patient felt overfilled and drained 3246ml. The rn stated there was no patient injury or medical intervention associated with this event. The rn stated the patient has been continuing therapy successfully on the cycler. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv) and the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. The assignable cause of the iipv was undetermined.